Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. Unit was able to power on using battery power. The customer complaint was duplicated one light segment on the lower led digits would not display. The device was able to alarm both visually and audibly when alarm parameters were breached. Upon internal inspection device was found to have no circuitry damage. A borderline faulty segment was found on the system led board segment, which resulted in the segment not displaying. Segment began functioning upon testing.

Event description:
The customer reported "segment missing from the display." No patient impact or consequences were reported.